Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient post op course was complicated by ventricular fibrillation requiring defibrillation and cardiac tamponade with re-opening of the chest on (B)(6) 2017. Due to ischemia from cardiogenic shock, patient developed an acute kidney injury (aki) requiring hemodialysis due to rising potassium. Patient remained critically ill for a period of 24 hours. Given poor prognosis, lack of progression on (B)(6) 2017 patient was extubated and all non-comfort measures were withdrawn. Patient passed away shortly after. Cause of death: cardiogenic shock and ischemic cardiomyopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's support was withdrawn the morning of (B)(6) 2017. Patient had temporary right ventricular assist device (rvad) in place and had to be taken back twice over the weekend to be washed out. Despite rvad and continuous renal replacement therapy (crrt), end organ function continued to decline and potassium (k) continued to climb. Patient will be having an autopsy performed. No further information received at this time.

Manufacturer narrative:
Product analysis # hvad pump, (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. No device malfunction was reported against (B)(4) therefore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed power consumption was within normal operating ranges. 7 low flow alarms have been logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed power consumption was within normal operating ranges. Seven low flow alarms have been logged since (B)(6) 2017. Of note, patient had temporary right ventricular assist device (rvad) in place and had to be taken back twice to be washed out. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the low flows may be attributed to multiple factors including but not limited to thrombus at inflow cannula/outflow graft, poor vad filling, kink in outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.